Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a problem with the reagent probe b collar wash valve and replaced the reagent probe b collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that liquid was observed on their unicel dxc 800 pro synchron system in the reagent compartment and in the tray under reagent probe b. The operator wore personal protective equipment consisting of gloves, a laboratory coat and face shield while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.